Manufacturer narrative:
Distributor's field service engineer (fse) evaluated the unit and stated that there was no issue with the unit. The fse stated that the problem was due to the pressure cable. The customer purchased a pressure cable from a 3rd party. The unit is working in satisfactory condition.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) pressure not showing properly. There was no patient involvement.